Event description:
(B)(6). Same case as MFR# 2134265-2012-04470, 2134265-2012-04471 and 2134265-2012-04524. It was reported that post a coronary artery stenting treatment procedure in-stent restenosis occurred. A 3.0mm x 12mm promus element plus stent was deployed in the mid left anterior descending (lad) and a 2.5mmx12mm promus element plus stent was deployed in the distal right coronary artery. Fifty two days later the patient experienced 90% in-stent restenosis in the lad. A non-bsc guide catheter and a luge guide wire were used. Multiple balloon inflations were performed in the proximal, mid and distal lad using nc quantum apex balloon catheters sizes 2.5mm x 12mm, 3.0mm x 12mm, 3.5mm x 12mm and 4.00 x 12mm. A 2.25mm x 24mm ion stent was deployed in the distal lad and a 2.75mm x 28mm ion stent was deployed in the mid lad. It was noted during this procedure that the previously implanted promus element stent appeared to be slightly under dilated compared to the rest of the lad vessel and was later treated with balloon inflation. In (B)(6) 2012 the patient presented with unstable angina and was hospitalized. 90% in-stent restenosis was found in the stents implanted in the lad. This was treated with balloon angioplasty using a 2.0mm x 12mm and a 3.0mm x 12mm apex balloon catheter in the mid lad. During inflation of the 3.0mm x 12mm apex balloon catheter the patient experienced chest pain and was treated with morphine. The event was considered resolved and the patient was discharged the same day.

Event description:
(B)(4). Same case as 2134265-2012-04470; 2134265-2012-04471. Lesion 1 was located in the distal left anterior descending artery with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement using a 2.25 mm x 24 mm ion stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was located in the mid left anterior descending artery with 90% stenosis and was 15 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with direct stent placement using a 2.75 mm x 28 mm ion stent. Following post dilatation, residual stenosis was 0%. Lesion 3 was located in the proximal left anterior descending artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 4 mm. The physician treated the lesion with direct stent placement using a 3.50 mm x 28 mm ion stent. Following post dilatation, residual stenosis was 0%. During the index procedure when treating the lesions in the lad, a 0.214 luge wire was manipulated distally and advanced but it had to be replaced with a new device as the first device was not working. During the index procedure, coronary angiography revealed 2 areas of severe restenosis from intimal hyperplasia at the very distal end as well as in proximal mid portion of the promus stents. The third promus stent showed in-stent restenosis of the at index procedure. Coronary angiography revealed that the first portion of the first promus stent appeared to be slightly under dilated compared to the rest of the lad vessel and was later treated with a balloon inflation up to 22 atmospheres. During treatment of the lad, the patient experienced tachycardia post insertion of a bsc 6fr catheter which was treated with metoprolol IV 2.5 mg. An ivus catheter was also used, but was unable to obtain an image. The patient also experienced chest pain chest pain/left arm pain post ivus insertion which was treated with nitroglycerin ic 150 mcg. The patient experienced chest pain/ left arm pain post insertion and inflation of the 3.00x12mm quantum apex balloon which was treated with nitroglycerin. The same balloon was reinserted which again caused chest pain/left shoulder or arm pain which was treated with morphine. The patient again experienced chest pain/left arm pain post insertion and inflation of the 4.00x12mm quantum apex balloon which was treated with nitroglycerin. The patient again experienced chest pain/left arm pain post insertion and inflation of the 3.5x12mm quantum apex balloon which was treated with nitroglycerin. The patient was discharged on aspirin and clopidogrel. In june 2012, the patient presented with unstable angina and was hospitalized on the same day. Coronary angiography revealed a 90% mid distal in-stent restenosis of the study stent which also represents the in-stent restenosis of the promus stent which were previously deployed at the same target lesion. The 90% in-stent restenosis of the study stents as well as of the previously deployed promus stents located in the mid lad extending to distal lad were treated with balloon angioplasty, with 0% residual stenosis. During the intervention to lad, the patient experienced chest pain post insertion and inflation of the 3.00x12mm apex balloon catheter over a 100cm runway guidewire which was treated with morphine. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2012-05451. Same patient as: 2134265-2012-04680, 2134265-2012-04679, 2134265-2012-04678, 2134265-2012-04681, 2134265-2012-04974, 2134265-2012-04470, 2134265-2012-05451. It was further reported that the 3.0x12mm promus element plus and a 3.00x24mm were deployed in the 70% stenosed mid left anterior descending (lad) artery at 38 atm for 17 seconds and 18 atm for 14 seconds respectively. In (B)(6) 2012, the restenosis in the proximal lad was treated with deployment of a 3.50 mm x 28 mm ion stent at 16 atm for 37 seconds. The 2.25x24mm ion stent was deployed at 14atm for 47 seconds. The 2.75x28mm ion stent was deployed at 16atm for 30 seconds. In (B)(6) 2012 the patient experienced cardiac chest pain and was hospitalized and was treated with medication. Also percutaneous coronary angioplasty and brachytherapy was performed to the proximal lad extending to the mid lad. The patient was discharged with the event resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date corrected from (B)(6) 2012. Describe event or problem updated. (B)(4).